Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A synergy¿ drug-eluting stent was implanted to treat the lesion and the procedure was completed. However, approximately seven days after the procedure, the patient came in to the emergency room with apparent st-segment elevation myocardial infarction (stemi) showing thrombus within the previously implanted synergy¿ stent in the proximal lad. No further patient complications were reported.